Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this issue, a field service engineer confirmed that there was no issue. The system functioned as indented after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was off the bus. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.